Manufacturer narrative:
(B)(4).

Event description:
The pt experienced withdrawal. Specific symptoms of withdrawal were not reported. The pump contained baclofen 2000 mcg/ml. Add'l info has been requested, but was not available as of the date of this report.